Event description:
It was reported that a patient¿s vns had high lead impedance. Full revision surgery occurred. The explant facility does not return explants to the manufacturer. Additional relevant information has not been received to-date.